Manufacturer narrative:
(B)(4). Investigation results: a visual evaluation of the returned guidewire revealed that the tip of the guidewire was detached, exposing the tip of the metal corewire by approximately 4.5cm. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of corewire fracture. The complaint is not consistent with the returned guidewire since the tip was detached and the tip of the metal corewire was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
Note: this report pertains to one of eleven jagwire devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-00802, 3005099803-2016-00803, 3005099803-2016-00804, 3005099803-2016-00805, 3005099803-2016-00806, 3005099803-2016-00824, 3005099803-2016-00807, 3005099803-2016-00808, 3005099803-2016-00809 and 3005099803-2016-00873 for the other associated device information. It was reported to boston scientific corporation that eleven jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during preparation, the physician found that the hydrophilic tip was peeled. Ten more jagwire guidewires were prepared; however, their hydrophilic tips were also found peeled. The procedure was completed with a twelfth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on march 11, 2016 that the distal tip was detached, exposing the tip of the metal corewire.